Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to patient use, the capped secondary port on the cassette of the tubing set broke. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was initiated.